Event description:
There was an allegation of questionable albumin gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 19.1 g/l the repeat result was 42.9 g/l. The repeat result was deemed correct as it was more consistent with the patient's previous results. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace showed three abnormal aspiration alarms on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) confirmed the analyzer was operating within specification. The root cause of the event could not be determined. No further issues were reported after the service visit.